Event description:
The needle has what appears to be a glass particle on it located near the beveled end of the needle. This particle was attached when reporter opened the syringe prior to administering insulin. The syringe was new & had not been previously opened. The syringe with the glass particle was the last one to be used from this bag, & reporter did not notice any particles on the other needles in this bag as he used them. He did touch the needle to examine the particle, therefore the needle is no longer sterile.